Manufacturer narrative:
(B)(4).

Event description:
Allegedly revised due to fractured component. Patient was out for a walk when it happened. Moderately active.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00075, 00076.